Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2012. On (B)(6) 2012 the device failed the weekly auto self-test due to a low battery. An additional self-test failure due to a low battery was recorded on the (B)(6) 2012. At this time the temperature was recorded as being below the minimum recommended stand-by temperature of 10 degrees celsius for the 2.0.2 software installed with a low of 4.1 degrees celsius recorded. On the (B)(6) 2012 an increase in voltage suggests a further pad-pak was installed. Multiple manual powers mainly of ten minutes duration were observed in the device memory between the (B)(6) 2013 and the (B)(6) 2013. The device successfully performed all weekly auto self-tests between the (B)(6) 2013 and the (B)(6) 2015. Later on the (B)(6) 2015 the device begins to record multiple manual power ups of mainly ten minutes duration, these multiple manual power ups continue until to the last log entry on the (B)(6) 2015. During this time the pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.